Event description:
Champion af study. It was reported that a thrombus occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). Eighty seven (87) days post procedure during a routine follow up examination, transesophageal echocardiogram revealed a laminar, non mobile thrombus on the surface of the closure device with a maximum area of 2.4cm squared. The medication of the patient was adjusted in response to the presence of the thrombus. No patient complications were reported.